Event description:
Reporter alleged blood glucose results were high and went to the hosp as a result. It was reported meter read 200 mg/dl and then 98 mg/dl during back to back testing so took normal diabetes oral medications and went to the emergency room (ER). Reporter stated the ER tested customer 4 hrs later with a result of 101 mg/dl. No treatment was reportedly received at the ER. A request was made for the return of the suspect device and replacement product was sent.